Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device would not power on under ac or battery power. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. It was determined that the cause of the reported issue was due to a loose cable connection between the power module pcb assembly and the therapy pcb assembly. Physio reseated the connection to resolve the issue. After other unrelated repairs were completed proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio did observe physical damage to the front case and printer bezel indicating that the device was likely dropped, which could have resulted in the connector becoming loosened. However, the cause of the loose connection could not be conclusively determined.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device would not power on under ac or battery power. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.